Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a non-device related car accident, the patients lead incision site split open in which caused an infection. The patient was placed on antibiotics and is currently doing well. No further course of action will be taken at this time.